Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va12yds); product type: 0200-lead; implant date on (B)(6) 2016; explant date on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that back in 2016 when they first had the device put in, they had a violent crime committed against them and that required a revision surgery on the device in early 2019. Patient stated the manufacturer representative (rep) that they worked with in 2018 leading into 2019 was instrumental in advocating for patient at the hospital because their device had come unhooked from their spine and the representative was one of the people they were talking to the most about what was going on and what had happened. Patient stated the person that committed the violent crime on them has committed another crime and there is a criminal investigation taking place and patient inquired if it is possible to track down who their rep was that they worked with to see if they could speak with that rep to see if there is any record of their conversation. Patient stated they have record from their dr but no record with rep. Agent reviewed role of patient services/reps and redirected patient to their managing healthcare provider to contact rep/discuss records. Patient stated they know they had a rep at one time, but they were not sure if that is the rep who they worked with. Patient stated the conversations of "what to do" would have started in 2018 and stated the revision surgery was on feb. 1, 2019. When asked for event date, patient reported they were in a violent relationship and the reason for the revision was because it stopped working for them and they weren't sure what was happening and when they did an x- ray they saw the lead was pointing opposite direction of where it was supposed to be. Patient stated the theory at the time was that it was related to the assault that patient went through so patient stated they don't have a specific date which is why there was not a full-on criminal investigation at that time but stated it seems likely now with an additional criminal investigation against this person now. The patient was redirected to their healthcare provider to further address the issue. Agent emailed local reps for visibility. Patient stated they don't have device implanted at all anymore. Patient stated both lead and implant were removed in 2022 (they believe either may or june). Agent sent email to device registration to update record.